Event description:
It was reported that (1) device was used during an ileostomy procedure. It was reported by the affiliate that the surgeon was planning to perform the ileostomy and decided to try creating a low anterior resection. When he connected the anvil to the trocar and tried to turn the knob to fire, the anvil popped off. The second time the instrument worked fine. The donut was examined and tested and seemed to be ok. However, it was found that there was a hole in the anastomosis and because of this, the surgeon reverted to original plan of a permanent ileostomy. The device was discarded.